Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned from implant patient registry that a model 2800tfx 21mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 3 years, 11 months due to severe pannus, restricting leaflet opening, leading to severe stenosis. The patient presented with angina and lightheadedness. The patient was discharged home on pod # 6. Per medical records: the patient underwent concomitant CABG x1. It is noted there was a significant amount of pannus observed on the aortic valve leaflets of the 21mm 2800tfx inhibiting the leaflets from opening especially on the non-coronary cusp. The post cpb tee showed improved cardiac functioning with no aortic regurgitation, there was a small pvl noted in the area of the right coronary cusp that did not resolve with protamine. The patient was transferred to ICU for further monitoring.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.